Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine fluoscsopy, the right ventricular lead exhibited fracture. The lead was explanted and replaced. The patient was in stable condition.